Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 156 mg/dl. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place. The customer indicated that they changed out the entire infusion set and primed until the air bubbles were no longer visible. The customer declined further troubleshooting and indicated that no further assistance was necessary.